Manufacturer narrative:
The customer received a replacement device. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and verified the reported issue. Physio observed that the a charge was removed and "connect electrodes" message appeared while CPR was being administered. The device was scrapped. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a shock during a patient event. The customer advised that the device was able to charge for defibrillation but not deliver a shock. The customer also stated the device was giving a connect electrodes message. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed.this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a shock during a patient event. The customer advised that the device was able to charge for defibrillation but not deliver a shock. The customer also stated the device was giving a connect electrodes message. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.